Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while preparing for a therapeutic ureter stone removal procedure, his olympus single-use 200 micron ball tip fiber had a type of fiber partially detached. According to the initial reporter, this detached section was retrieved completely by the physician. There was no patient harm reported as a result of this event. According to the initial reporter, this event occurred twice. Please see report with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's mishandling of the device. This presumption was based upon the device associated with medwatch #3003790304-2023-00339, which was associated with this event and user facility, and was returned for evaluation. The device associated with this medwatch was not returned for evaluation. Olympus will continue to monitor field performance for this device.